Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 312 mg/dl while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause the improper insertion of the cannula. Thus, an exact cause of the reported improper insertion could not be determined. Additionally, the exposed portion of the soft cannula was observed to be stretched. Despite the abnormality observed with the soft cannula, fluid was able to flow through the fluid path and exit via the cross drill of the soft cannula. The overall length of the soft cannula measured 1.216", which is beyond specification. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.